Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple alarms occurred while attempting to load multiple cartridges. Contact did not have pump available at the time of the report to identify the alarm number. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.